Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly: catalog: 1067716, serial: #(B)(4). Therapy date: unknown. Medical product: stalif c implants packed with nonstructural allograft bone/osteoamp. Therapy date: (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient was wearing the electrodes on the front of her neck. The patient stated that she got an irritation immediately from using the electrodes. The patient described her skin as red, bumpy, and itchy. The patient reported that she has very sensitive skin and gets a reaction from most things that come into contact with her skin. The patient contacted her doctor and was advised to discontinue treatment. The doctor prescribed a medication for the skin irritation. It was reported that no further information is available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient was wearing the electrodes on the front of her neck. The patient stated that she got an irritation immediately from using the electrodes. The patient described her skin as red, bumpy, and itchy. The patient reported that she has very sensitive skin and gets a reaction from most things that come into contact with her skin. The patient contacted her doctor and was advised to discontinue treatment. The doctor prescribed a medication for the skin irritation. It was reported that no further information is available.